Event description:
It was reported that during the implant procedure, a competitor guidewire was unable to be pass through the lead easily. The wire was moist and did pass through initially but with resistance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Use of a competitor guidewire is contraindicated in the instructions for use. (B)(4).